Manufacturer narrative:
(B)(4). The device is a combination product. Additional information: the lot was manufactured from june 21, 2014 to june 22, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The reporter stated that the leaked into the overpouched. It was filled with a 120 ml solution of 5000 mg/ 100 ml fluorouracil and normal saline. There was no patient involvement. No additional information is available.